Manufacturer narrative:
The investigation for the reported console purge disc/flag issues has been completed. The console was returned for evaluation. The logs were reviewed which confirmed the inability to detect the purge disc. The console was evaluated and the issue with detecting the purge disc was reproduced, and the purge flag was confirmed to be broken . The root cause of this issue was a broken purge flag. D4-updated model number

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The user facility reported a unknown age, gender and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported that an aic failed to recognize an installed purge cassette during preparation for impella implant. The purge cassette was replaced to troubleshoot the issue, but the purge disc not detected alarm persisted. Priming was unable to proceed and the decision was made to abort the implant due to the absence of a replacement console. There was no patient harm.